Manufacturer narrative:
Titan otr pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on the longer exhaust tube of the pump. A separation was noted on the longer exhaust tube of the pump. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Tow sutures were noted on both cylinders. No functional anomalies were noted with either cylinder. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the longer exhaust tube to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was revised due to tubing leakage.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, malfunction (tubing leakage).